Event description:
A pt underwent lasik surgery in 2008. Dr reported that the pt's right (od) eye had a irregular ablation which resulted in poor visual acuity. The pt's preoperative best corrected visual acuity (bcva) was 20/20 od. Pt's postoperative bcva is 20/100 od as of 4 days post procedure. The association between the event and the device is unk.

Manufacturer narrative:
Customer did not request svc. Method: medical monitor reviewed this treatment and the most likely explanation for this irregular ablation profile is poor pt fixation. Conclusion: prod was not evaluated.